Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, the implantable cardiac monitor exhibited post sensed t wave oversensing. No intervention was performed. The patient was in stable condition.